Event description:
A physician reported that, during intraocular lens (iol) implantation, an ophthalmic operating system did not provide phacoemulsification (phaco) power and the patient experienced capsular tear, which subsequently required an anterior vitrectomy to be performed. The surgery was completed on the day, and current condition of the patient is unknown. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).